Event description:
A physician reported that a pt underwent an open reduction and internal fixati0n (orif) of a humeral non-union using op-1 implant,m autograft, and an internal fixation plate (type not specified) in 2006. The patient had a history of five prior surgeries to repair his fracture, with subsequent infections. The following month, the patient presented for a post-operative wound check and was found to have an intense induration of the deltoid with redness and a seroma. The patient was afebrile at the time and had been receiving appropriate prophylactic antibiotics (not specific), prior to surgery. A culture of the seroma was done and the results were negative. The patient's erythrocyte sedimentation rate (esr) was 8 mm/hr pre-operatively and 87 mm/hr post-operatively (normal range <15 mm/hr.). No other lab abnormalities were noted. At the time of the initial report the physician did not provide an assessment of seriousness or causality. 6 days late, following-up was received from the physician who diagnosed the events as a hypersensitivity reaction op-1 implant characterized by redness, swelling, induration and a seroma. The patient required a four-day hospitilization and will receive a six-week course of intravenous vancomycin as prophylaxis, due to his history of prior infection. The physician suspected these events were related to op-1 implant. Information regarding the resolution of these events is pending.